Event description:
Abscess [abscess]. Adverse reaction [adverse reaction]. Case description: spontaneous report received on 08-feb-2009, from a physician, via the manufacturer's business partner, regarding a female pt, initials and age unk. The physician left a voicemail that there was an "adverse reaction" with the second injection of prevelle silk samples and an abscess drained. No further info was provided. As of the date of receipt of this report, the pt's outcome was unk.

Manufacturer narrative:
Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals, responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.